Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing of noise, likely from electromagnetic interference. There was no pacing inhibition was noted, and the patient did not recall what they were doing at the time of this occurring. No changes were made, and the ra lead remains in service. No adverse patient effects were reported.